Manufacturer narrative:
The item purchased by the customer perfusion pack containing a blood oxygenator also manufactured by cobe cardiovascular. The issue reported was with the blood oxygenator inside the pack. Evaluation of the heat exchanger could not be performed because it was not returned. Heat exchange issues can be caused by a defect within the heat exchanger, issues with the heater cooler performance or debris from the heater cooler system clogging the heat exchanger. This oxygenator was built with a heat exchanger manufactured during the same time frame as the others that were determined to be defective due to a reduction in heat exchanger surface area. This reduction was caused by end plate braze material wicking down and masking a number of the blood channels. The heat exchanger is manufactured for cobe cardiovascular by an outside supplier. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. Based on investigation of the cause of this incident, a formal field notification was issued to all affected customers.

Event description:
The perfusionist had difficulty cooling and rewarming the pt during cardiopulmonary bypass. It required 2.5 hours to warm the pt to 35.5 degrees c at the end of the procedure and the pt was stable.